Event description:
Customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The customer reported the presence of dried cleaner (crystals) in the bsv (blood sampling valve) drip tray on the dxh800 instrument. The customer stated the crystals were white indicating it was not cleaner solution. The volume was reported at 1 ml since it was dried and the leak was contained within the instrument. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed the bsv (blood sampling valve) leaking. The fse replaced the bsv and verified there were no leaks observed after install of the new bsv. Identified failure modes: the failure mode is attributed to the replacement of the bsv. No erroneous results were generated; the failure mode identified is likely to cause erroneous cbc (complete blood count), differential and reticulocyte results due to incomplete delivery of sample for segmentation. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).